Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received insulin flow blocked alarm. The customer's blood glucose was 257 mg/dl at the time of incident. Customer stated that she had a lot of high blood glucose events and treated with manual injection and insulin pump. Troubleshooting was performed on the insulin flow blocked alarm. The customer reported that the no delivery alarm was resolved by changing reservoir. The reservoir will not be returned for analysis.